Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the buttress material was torn from the reloads sutures. It was reported that the suture securing the reinforcement material was broken. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can be caused by excessive manipulation of the reload during use which can cause the reinforcement material to tear and/or detach. The evaluation detected an unreported condition: the device was applied on over indicated tissue. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: if the endo gia¿ reinforced reload with tri-staple¿ technology is inserted percutaneously, ensure the incision is wide enough to accommodate the instrument so that excessive force is not placed on the jaws of the instrument. When using the endo gia¿ ultra universal stapler to grasp or manipulate tissue multiple times, the staple line reinforcement material secured on the anvil and cartridge may move and/or dislodge. In the event that the reinforcement material shifts upon clamping, unclamp the stapler and reposition on tissue. Dipping the reload in sterile saline prior to positioning the reload at the target tissue may help flatten the material on the cartridge. To avoid damage or contamination, always use clean gloves and ensure care is taken when handling the endo gia¿ reinforced reload with tri-staple¿ technology, so as not to damage the staple line reinforcement material. Failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the endo gia¿ ultra universal short, endo gia¿ ultra universal or endo gia¿ ultra universal xl stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on an open whipple procedure, the reinforcement falls off frequently when the surgeon was stapling the he ad of the pancreas. The surgeon sewed the reinforcement material back on to the cartridge. There was no patient injury.